Event description:
A dissection occurred during the index and was treated. The patient returned one week after the procedure with chest pain, few days after procedure and an acute myocardial infarction. A subacute stent thrombosis was confirmed in one of the two stents placed during the index procedure.

Manufacturer narrative:
As reported by the study, this patient was randomized to the crushing technique arm of the study. The patient was admitted to hospital for stable angina (iii). Prior to the procedure, a lesion in the proximal right coronary artery (rca) was treated with two driver stents. Medications at baseline included aspirin, clopidogrel, ace inhibitors and beta-blockers. Intra-procedure medications included nitro (2x0.2mg), dolantin (80mg) and heparin(6000io/l). A bifurcation lesion in the proximal left anterior descending artery (lad) an in 1st diagonal of 24mm in length in a 2.5mm vessel diameter was treated in the study procedure. The 60% de novo, diffuse, eccentric and angulated lesion in the proximal lad (the main branch, mb) was pre-dilated with a 2.5x20mm balloon at 8 atmospheres (atm) before deploying a 2.75x33mm cypher select stent at 14 atm. Kissing balloon was performed with a 3.5x20mm balloon at 10 atm. Residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. A distal type c dissection occurred during this procedure and was treated with a 2.5x13mm cypher select stent. Then a 95% de novo, eccentric, ostial, diffuse and angulated lesion in the 1st diagonal, the side branch (sb), was pre-dilated with the 2.5x20mm balloon at 7 atm before deploying a 2.5x28mm cypher select stent at 12 atm. Kissing balloon was performed with a 2.5x20mm balloon at 10 atm. Residual diameter stenosis measured 20%. Timi iii flows were recorded pre and post-procedure. The patient remained hospitalized for chest pain a few days after the procedure. 100% thrombus was found in the 1st diagonal and there was no timi flow. There were also ECG changes and st segment changes in the anterior-lateral. The patient's cpk was 259 (normal 174) and cpk-mb was 49 (normal 25). This was treated with poba. There were no additional complications. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. This product is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. A male patient with a history of hypertension, previous mi, atrial fibrillation, previous pci (ptca of lad) and stable angina experienced a thrombotic event and mi a seven days post cypher select stent implantations. Initially, the patient was admitted with stable angina and underwent an angiogram revealed an lvef of 36% and lesions in the proximal rca (or circumflex) and lad/first diagonal. This patient's advanced age and history puts him at increased risk for mace. Pre procedural medications included asa and plavix; while intra procedural medications included heparin. The intra procedural administration of gpiibiiia was not reported. Acts were not measured during the procedure. The characteristics of the proximal rca lesion were not reported. This lesion was treated with the placement of two non-cordis bms. The lad/first diagonal lesion was described as a bifurcation, 60% in the lad aspect, and 90% occluded in the first diagonal, 2.5mm in diameter and 24mm in length. The lad aspect of the lesion was described as un-calcified, eccentric, diffusely diseased and with no angulation. In addition, the first diagonal aspect of the lesion was also reported to be eccentric, diffusely diseased, angulated and located in an ostium. The safety and effectiveness of the cypher select has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 2.75x33mm cypher select stent at a maximum inflation pressure of 14atm in the lad. During the deployment of this stent, it appears that a distal type c dissection occurred. This necessitated the placement of a 2.50x13mm cypher select stent at an unknown maximum inflation pressure. This was followed by the placement of a 2.50x28mm cypher select stent at a maximum inflation pressure of 12atm in the diagonal using crush technique. The procedure was completed with a resultant residual stenosis of 0% in the lad and 20% in the diagonal. The patient was discharged from the hospital six days later. The post procedural administration of asa or plavix was not reported. A few hours after the patient's discharge from the hospital, he experienced chest pain. He was diagnosed with an anterior-lateral mi and a repeat angiogram revealed thrombus that totally occluded 2.50x28mm cypher stent in the diagonal. This was treated with ptca. The products were not returned for evaluation. Thrombosis is a known potential adverse event following stent implantation. There are patient, vessel and procedural factors that may have contributed to these events. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This is one of two products used in the same patient with adverse events that were reported under the following manufacturing numbers 9616099-2007-00195 and 9616099-2007-00196.